Event description:
It was reported that the patient presented in the hospital with syncope. The patient was admitted. Upon device interrogation, high ventricular rate as well as noise reversion episodes were evident. Lead noise was reproducible with isometrics. There were no other electrical anomalies. Myopotential oversensing was suspected. The device was programmed from unipolar to bipolar. No noise was reported in bipolar configuration. Patient was stable post programming.